Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint. Corrected information can be found in d9 - date returned to mfg null, d10 concomitant product and e4 - initial report sent to FDA.

Manufacturer narrative:
E1: additional contact information: (B)(6). The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a clave connector in which it was reported that it was found that the seal in the infusion connector did not rebound, resulting in the failure to connect the infusion device and leakage, it was then replaced with a new one that was working properly. There was patient involvement and no patient harm.